Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Breakage of the implant.

Manufacturer narrative:
The catalog number 6478-6-705 lot unknown was discovered to have been reported under MFR report # 0002249697-2013-02429. Therefore is being updated to report an unknown duracon stem. An event regarding revision due to tibial loosening involving an unknown duracon stem was reported. The event was confirmed by medical review. Device evaluation and results: not performed as no product was returned for evaluation. The medical review indicated that: use of bone cement as suboptimal treatment of a bone defect condition present prior to revision, even though this was probably the wisest clinical decision for reconstruction after a previous infected arthroplasty but associated with significant risk on fixation failure. Because related to surgical technique of bone reconstruction principal failure mode is procedure-related without device-related aspects involved while the patient obesity (bmi = 36) plays the same secondary role as before. Device history review: not performed as not information was provided. Complaint history review: not performed as no lot information was provided. The medical review concluded that: use of bone cement as bone defect filler in a mrh device has contributed to osteolysis with gradual loss of tibial bone support with tibial loosening as adverse outcome requiring revision. However further investigation of the event was not possible based on the limited information provided. Further information such as device details and return, pre- and post-operative x - rays as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Breakage of the implant.